Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; nine devices had worn components and eight devices had missing components. The devices were repaired and returned. The remaining two events were not alleging a product malfunction, however the user facility indicated the restraints were not long enough to secure bariatric patients. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 19 malfunction events, where it was reported the restraints could not be latched. There was no patient involvement in 17 events. Two events had patient involvement, but there was not impact or consequence to the patient.